Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, at around 4:00 pm, it was reported that the parent took the patient to the emergency room (ER) the day the sensor was put on the arm. The patient uses insulet omnipod5 in modified closed loop. Prior to the incident her cgm "receiver" and mobile device showed cgm 106 mg/dl but parent did not decide to prick her finger. The patient started vomiting, feeling sick and experienced shortness of breath after few minutes. The parent gave zofran 4mg to the patient but she just vomited it. The parent decided to rush her to the ER. When they arrived in the hospital, the cgm was 102 mg/dl and 106 mg/dl on her cgm and then the sensor failed. The hospital removed the sensor from her body and poked her finger. It was 377 mg/dl initially and second test was 400 mg/dl. The patient was transferred to ICU, was given IV insulin, zofran 4mg, and dextrose. The patient was discharged on (B)(6) 2025 in the afternoon. The patient is stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.